Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in severely calcified vein. A 10mmx3.50mm wolverine coronay cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. There were no patient complications reported.